Event description:
It was reported that during follow-up interrogation showed four aborted therapies and noise on the egm. The patient is scheduled for a device changeout. The lead will be examined at that time.

Event description:
The lead was capped.

Manufacturer narrative:
No medwatch form was received.